Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as an inadvertent touch contamination. The peritonitis was manifested by peritoneal cloudy effluent and abdominal cramping. On the same day as the onset, the patient was hospitalized and treated with ancef (daily, dose not reported) intraperitoneally (ip) for peritonitis. The next day, the patient was discharged from the hospital. Treatment with ancef was ongoing. On an unreported date, the patient and caregiver were retrained on proper aseptic technique. The patient was recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.